Event description:
It was reported that the right ventricular lead was fractured and exhibited greater than 4000 ohms impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.